Event description:
Because of ivc filter perforation, I have experienced decades of sharp, stabbing pain in the lower left quadrant of my abdomen. CT scans determined that the prongs of medi-tech ivc filter had migrated into my stomach wall and were puncturing my small intestine, coming dangerously close to my aorta, in 2010, my ivc filter was successfully removed at (B)(6) by dr (B)(6). However, since then, I continue to suffer from chronic stomach issues. A recent colonoscopy revealed that the ivc filter perforation has created adhesions in my intestinal track causing pre-cancerous polyps that now require regular monitoring.